Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements, so it was repositioned and remains in service. No additional adverse patient effects were reported.